Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.